Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1 of the controller. An internal inspection of the controller revealed contamination by a foreign substance on the controller housing cover. This issue is currently being investigated a possible root cause of the loose connector may be attributed to a shift in the manufacturing process, this issue is currently being investigated. The instructions for use and patient manual caution to no force connectors together without proper alignment as this may damage the connectors. It also cautions to keep all equipment free of liquid, dust and dirt. It is further outlined to inspect the power connectors and connector pins on the controller for dirt or grime once a week. This inspection can be done when you are changing power sources. Check the controller power connectors one at a time. Do not disconnect both power sources at the same time as this will stop the pump heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a perfusionist, the patient was seen in clinic on (B)(6) 2016 and it was noted that power port #1 was very loose and not connected to the controller anymore. An elective controller exchange more rough with his connections. The patient was re-educated on proper connections while in clinic. Elective controller exchange performed no consequences.